Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(4). Batch: 7072687.

Event description:
It was reported that the patient was experiencing inadequate and loss of stimulation due to lead migration which was confirmed thru x-ray. The patient was reprogrammed but rendered the same result. The patient underwent a lead revision procedure wherein the leads were removed. The explanted leads were not released from the hospital.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(4). Batch: 7072687.

Event description:
It was reported that the patient was experiencing inadequate and loss of stimulation due to lead migration which was confirmed thru x-ray. The patient was reprogrammed but rendered the same result. The patient underwent a lead revision procedure wherein the leads were removed. The explanted leads were not released from the hospital.